Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a right atrial (ra) lead there was noise recorded. The lead was removed and replaced. Post removal it was noted there were two scratches on the outer insulation of the lead. No patient complications have been reported as a result of this event.